Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately post implant, the atrial lead threshold had risen and was high. Reprogramming was done and one week later, the atrial threshold was within a normal range. The lead remains in use. No patient complications have been reported as a result of this event.